Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved in the same pt reported under mfg #s: 9616099-2007-01087, 9616099-2007-01088, and 9616099-2007-01089. Add'l info will be submitted within thirty days upon receipt.

Event description:
A report rec'd from foreign country associated a cypher stent with a thrombotic event one yr after implantation. The initial procedure was elective and the lesion was a de novo, calcified chronic total occlusion with approx 40 mm length and 4.5mm diameter at the mid left anterior descending coronary artery with a type c classification. Pre-dilatation was conducted with a balloon (sprinter 2.5/15mm) at 8 atm for 15 secs. First cypher was implanted at 16atm for 30 secs. Second cypher was implanted at 16 atm for 35 secs proximal to the 1st cypher overlapping it. Post-dilatation was conducted with a balloon (apollo 3.25/10mm) at 22 atm for 30 secs. Intravascular ultrasound was conducted. The residual percentage of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. Act was measured at over 300. One yr later, the pt came in for f/u examination asymptomatic. But coronary angiogram showed a thrombus in the first cypher. The thrombus was treated by balloon angioplasty with a 2.0mm x 15mm sprinter balloon at 14 atm for 20 secs. A third cypher was implanted at 18 atm for 20 secs distal to the first cypher overlapping it. Post dilatation was conducted with a balloon (apollo 2.75/15mm) at 22 atm for 30 secs. After the treatment, there was no thrombus but plaque remained around the first cypher and the third cypher stents. Intravascular ultrasound was conducted. The residual percentage of stenosis was 0%. Timi flow before the procedure was 2 and 3 after the procedure. Act was not measured. One yr following this treatment, the pt presented for f/u with exertional chest pain, which started about five months earlier. It was indicated that the pain was the result of a lesion in the distal left circumflex. Coronary angiogram showed a thrombus in all the stents that were implanted in at the mid left anterior descending coronary artery. The thrombus was treated by, aspiration and balloon angioplasty. Intravascular ultrasound was conducted and under-dilation was confirmed. Add'l intervention was scheduled later. One week later, a fourth cypher stent was implanted in the proximal left anterior descending coronary artery overlapping the second cypher. Pre-dilatation and post-dilatation were conducted with a 4.5x8mm maverick, pressures unk. But plaque remained around cyphers. According to the physician, the possible cause of the thrombotic event was because the stents were under dilated due to the plaque around the cyphers.